Manufacturer narrative:
At the completion of the investigation, based on the information received the following were confirmed; rupture, secondary evar with non-endologix stents, and endoleak type iiib of the main body at distal component with significant sac growth. Clinical evaluations found substantial evidence to refute the stable patient condition; rather, the following was evidenced by medical documents showed the patient had a two cardiac arrest, one on (B)(6) and (B)(6), shock/hemorrhage, acute renal failure, and myocardial ischemia. The clinical assessment was based on adequate patient medical records, and adequate patient images. The manufacturing lot evaluation confirmed all devices met specifications prior to release. Device was not returned, evaluation was not completed. Devices remain implanted in the patient and were not returned, no evaluation completed. Clinical found evidence to reasonably suggest the following contributing factors to the reported event; unknown endoleak, endoleak type iiib, and off label neck anatomy. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply); and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Correction: (B)(4).

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported that the patient had an initial procedure with a bifurcated stent and two infrarenal aortic extensions. On (B)(6) 2017 the patient came in emergently to the hospital with a contained rupture. The physician elected to reline the initial devices and implant a non-endologix medtronic endurant device to resolve the issue. The physician determine there was a type 1a endoleak and a type 3b endoleak at bifurcation, the physician was unable to determine which endoleak caused the contained rupture. The patient is reported as being well.